Manufacturer narrative:
The device history record for the reported lot number, m19120t502, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 08-jan-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that when the closed suction catheter was turned on it was not "closing off the suction to the system." The device was had to be replaced and was in use for less than 48 hours. There was no reported injury. Additional information received 16-dec-2019 stated this incident occurred on late on (B)(6) 2019 or the early hours of the morning on (B)(6) 2019. Since the patient did not have any chest rise, she was taken off the ventilator several times to be manually bagged until the issue was properly identified. Once the issue of the failure was identified the device was changed out and the patient was able to go back on the ventilator without any issues.

Manufacturer narrative:
One used sample was received. No product packaging was returned with the sample. The device was evaluated and the failure was confirmed. The investigation was conducted, and root cause was related to manufacturing. All information reasonably known as of 19-mar-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.